Manufacturer narrative:
(B)(4)

Event description:
It was reported that a single outlier battery measurement of 2.46v was observed on (B)(6) 2016. Daily battery voltage was unknown from (B)(6) 2016. Daily battery data was normal on (B)(6) 2016 and stable until display ends on (B)(6) 2016. Standard of care is to continue monitoring the patient at regular intervals.